Manufacturer narrative:
Continued: h6- f2203. Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Patient reported via abbvie spain third party representative that capsular contracture baker grade unknown and late seroma. Patient later reported double capsule, capsular contracture baker grade IV. Device has been explanted replaced with non-abbvie. This record is for right side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported via abbvie spain third party representative that capsular contracture baker grade unknown and late seroma. Device has been explanted. This record is for right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported via abbvie spain third party representative that capsular contracture baker grade unknown and late seroma. Device has been explanted. This record is for right side.

Event description:
Patient reported via abbvie spain third party representative that capsular contracture baker grade unknown and late seroma. Device has been explanted. This record is for right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma late.